Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had infection. The patient underwent an explant procedure.

Event description:
It was reported that the patient had infection. The patient underwent an explant procedure. Additional information received that there was no further information has been obtained despite good faith efforts.